Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. A general reagent problem was not detected because the qcs before the event were within the specified ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem based on the provided information. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys hcg+b result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result was 0.755 miu/ml. The repeat result was 97.29 miu/ml. The unexpectedly large discrepancy between the initial patient sample result on (B)(6)2025 and the result of the new patient sample on (B)(6) 2025 prompted the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The cobas e411 rack serial number is (B)(6). The field service engineer inspected the analyzer and was unable to duplicate the event. He did not perform any corrective actions. He verified the analyzer's performance with successful mechanical checks. The investigation is ongoing.